Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Hernia procedure the staples did not close properly. Surgeon took new instrument to end procedure. No further information available.